Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the adhesion of the dirt or the foreign material to the electrical contacts of the video connector. Or there was the possibility that the reported phenomenon was attributed to the corrosion, the adhesion of the dirt or the foreign material to the electrical contacts of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure using the subject device and the endoscope, the scope communication error e226 occurred and the endoscopic image turned to the color bar image automatically. The user replaced the subject device and the endoscope to another devices, and completed the procedure. There was no report of patient injury associated with this event.